Event description:
The customer reported the device had many artifacts. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Duplicate emdr transmitted in error. Please refer to emdr 1218950-2019-00634 for details on this case; coding above identical to emdr 1218950-2019-00634.